Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant was originally placed in 2024. On (B)(6) 2026, the implant fractured and due to the complication, it was removed. Tooth number 30. Symptoms as a result of the event: pain.